Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that the lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2014, the patient was implanted with two conformable gore® tag® thoracic endoprostheses (tgu343420/(B)(4) and tgu404020/(B)(4)) to treat a type b uncomplicated aortic dissection. On (B)(6), 2015, endovascular graft infection was identified. On (B)(6), 2015, the patient was treated with thoracentesis and antibiotics ((B)(4)). The outcome was not reported.